Manufacturer narrative:
Evaluation summary: customer reported a patient experienced hypotension, iop below 9mmhg and choroidal detachment after antiglaucoma surgery with implantation of the shunt. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced hypotonia and choroidal detachment seven days following a glaucoma filtering device implant procedure. Additional information was received from the physician. The symptoms were not resolved by the time of reporting. The patient was admitted to hospital and viscoelastic was injected into the anterior chamber. Per the physician, the hyperfiltration of the device implanted caused the event. The device remains implanted.